Event description:
It was reported that the device was at recommended replacement time (rrt) after less than 3 years. It was further reported that the device experienced a power on reset (por). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated a power on reset (por) and an electrical reset alert. A dvdd/i354 self supply por was recorded on (B)(6) 2014.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).